Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a highest reported blood glucose of 360 mg/dl after changing infusion supplies and announcing dinner the prior evening; a fingerstick measured 342 mg/dl, and the user calibrated a dexcom g7 due to a discrepancy greater than 20 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no reported medical intervention or hospitalization. Investigation included agent-guided troubleshooting, verification with a blood glucose meter, cgm recalibration, infusion set change, and observation to allow the pump to adjust. Investigation of this case revealed that the cause of hyperglycemia was unclear; no device alarms beyond ilet alerts were noted, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.